Event description:
The database dictionary in ctr and the database dictionary in the catchor may differ. Potential for data mix-up if an odbc access is applied for a ctr record. This can result in the exported data in the ctr record through the odbc being incorrect.